Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his infusion set last night and woke up to a blank screen on the insulin pump. Customer's blood glucose was 431 mg/dl at the time of the incident. Customer corrected with 6 units of insulin. Customer stated that the battery cap is not missing or damaged. Customer does not have a new battery to test with the pump. Customer will be shipped a replacement battery cap.